Event description:
It was reported that the device had a power on reset (por). Also the patient reported the device alarmed and was at elective replacement indicator (eri), possibly early. The device was reprogrammed to original parameters and the patient was advised to get a device replacement. During the device replacement the right ventricular (rv) lead superior vena cava (svc) coil was noted to be in the subclavian vein and appeared to have a gap in the distal portion. The physician elected to turn off the rv lead svc coil in the new device. With the new device connected, defibrillation threshold testing from the rv coil to the active can was performed and achieved a satisfactory result. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154atg implantable cardioverter defibrillator (B)(6) 2009, 1488 competitor implantable pacing lead (B)(6) 2009. (B)(4).